Event description:
It was reported that during equipment setup for a surgical procedure, the rover power plug began sparking and appeared blackened after being plugged into the all outlet. Backup equipment was available to complete the scheduled procedure, without causing a delay. There was no pt or user injuries reported. And no other adverse consequences alleged with this event.

Manufacturer narrative:
A field service tech was dispatched to the user facility to evaluate the device. The power plug assembly displayed sparking and thermal damage, however the sparks were contained within the plug assembly's plastic housing. This condition can be attributed to repeated pulling on the power cord, typically to unplug the device from the wall outlet. Unplugging the device in this manner can result in the internal wire connections between the power cord and the plug assembly loosening over time, which leads to the sparking condition. In this event, both the arcing condition and the loose wires will remain internal to the plug assembly housing, which protects the user from exposure. The plug assembly was replaced and the rover was returned to use.